Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf type 190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf type 190 series reprocessing manual chapter 5 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that before an unspecified procedure during preparation for use, the evis exera iii gastrointestinal videoscope had issues with the air/water cylinder. It would not blow air. Another device was then used. The device was returned for evaluation. During the evaluation the following reportable malfunction was found: nozzle clogged with material of unknown origin due to insufficient cleaning. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the nozzle was clogged, additional evaluation findings are as follows: light guide cover lens cracked, charged coupled device cover lens chipped, charged coupled device cover lens scratched, bending section cover glue was cracked, bending tube shortened, metal braid cutting wire, connecting tube was scratched, air /water nut had paint peeling off, suction cylinder nut had paint peeled off, universal cord was buckled, up down knob angulation did not meet standard value, right left knob angulation did not meet standard value, up down knob angulation had play, and right left knob angulation had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.